Event description:
Event was reported by the pt's eye care practitioner (ecp) to a coopervision sales rep. Practitioner reported pt wearing avaira toric (enfilcon a) lenses and having bacterial keratitis. Attempts by coopervision to receive additional info regarding this incident have been unsuccessful to date. Current ocular status of the pt is not known.

Manufacturer narrative:
Event was initially reported by eye care practitioner directly to coopervision sales rep. Method: no lot info, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn.